Event description:
It was reported the patient's right hip was revised due to dissociation of the femoral head from the adm/ mdm poly insert. The femoral head, poly insert, and mdm liner were revised. Rep confirmed there are no allegations against the revised metal liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.